Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will .

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and w ithout magnification. The stapler was returned with the trigger engaged, and there were signs of biological material on the device. The stapler was received with 26 staples left in the cartridge, indicating that the customer fired at least 9 staples. For functional testing the stapler was fired into the air. The first staple fully formed and released properly. The stapler was then fired into a skin pad to simulate insertion into the skin. The first staple properly fired, but the second staple did not form. Two more staples were fired, both of with properly formed and latched into the pad. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. The reported complaint of "misfire/jam - info not provided" was confirmed based upon the sample received. Upon functional testing, the first firing attempt in the air had one staple fully form and release properly. The stapler was then fired into a skin pad the first staple properly formed, but the second stapler did not form when fired. Two more staples were fired and both properly formed and latched into the pad. The stapler was then disassembled, and it was determined that the forming tool was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. Die casting anomalies were discovered on the forming tool. A non-conformance was initiated to further evaluate this complaint issue and was closed. The sample was manufactured prior to these actions. Per the non-conformance, for wide visistat staplers with a deformed forming tool tab, the probable root cause was linked to the supplier. The forming tool is a raw component that is outsourced and was observed to be out of specification. Per DHR the product was manufactured on 08/07/2024 a total of (B)(4) pieces. Lot was released on 08/19/2024. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staple jamming". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".